Event description:
It was reported by a patient that she had 2 small seizures. She was concerned the device was not working. Diagnostics results were within normal limits and the settings were adjusted as the physician believed the settings were subtherapeutic. The patient tolerated the setting change well additional relevant information has not been received to-date.